Event description:
It was reported that the patient's right atrial (ra) lead had no capture at max output. The ra lead remains implanted. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5054 implantable pacing lead (B)(6) 2005. (B)(4).